Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. The low blood glucose level was 2.6 mmol/l. The current blood glucose level was 11 mmol/l. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. Customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.